Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite electrical failed earth leakage and the rite functional failed. The assignable cause for rite electrical failed earth leakage is undetermined evaluation is discontinued due to cockroach / bug infestation. Baxter will continue to monitor similar reports to determine if further actions are required.